Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 196mg/dl at the time of call. Trouble shooting was performed and found blood glucose value from reported event was 160 mg/dl and sensor glucose value from reported event 40. The difference is not within target range of glucose difference. Insulin delivery was suspended due to sensor glucose values. Sg value that triggered the suspend event 40. Threshold/low suspend limit in sensor settings: 60. Advised sensing replacement sensors.